Event description:
Pt reports she had a hip replacement in 2009 and about 14 months later she began to experience excruciating pain on her right side with ambulation issues. Now it is worst because the pain is constant and she can barely walk. She contacted an orthopedic doctor, who after running some test told her the implant had failed and fragments have dislodged and are attached to her tissues. Also she might be suffering from metallosis and is awaiting more test results to confirm this. The doctor has recommended she undergoes a revision surgery.